Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got a new pump on tuesday and she has been taking insulin from the pump but her blood sugar is still high. Customer tried to get settings out of the old pump. Customer stated that she had to change the set 3 times. Customer sated that the cannula looked a little bent in the 3rd set change. Customer stated that the dual wave/square bolus was on, but she was picking the normal bolus. Customer also had a no delivery alarm and high blood glucose. Customer bypassed the troubleshooting for the alarm and high blood glucose. The customer stated that the pump rang no delivery. Customer was able to prime 5.0 units through the call before the pump alarmed no delivery.